Event description:
The user called in to let us know her pen needle won't dispense all of the units she is dialing at one time. She takes 36 units once a day and has to use 4 needles occasionally to get all of her insulin. She uses a xultophy pen and she primes each time. She says that after she inserts the needle and starts to depress, it make a loud clicking noise and then the insulin stops. She has to change the needle at that point.